Event description:
It was reported that the insulin pump alarmed an error. The customer stated that she had gone for a shower, changed the infusion set, and received the alarm. She observed that this was the third time this had happened in 2 years. The blood glucose reading was 190 mg/dl. The customer took the blood glucose reading again during the call and it was 80 mg/dl. It was unclear which was first. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed for a motor error during the basic occlusion test due to faulty gold force sensor resistor. No alarm was noted for the loose drive support disk. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.